Event description:
It was reported that during a laparoscopic gastric bypass procedure, the devices caused insufflation issues. The same devices were able to be used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
Had knee replacement, still can't walk and in a lot of pain. Bad knee component.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.